Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical (B)(4); the display malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend. Customer's report for failed ECG lead test was inadvertently reported. Reports of this nature are typically not considered to have any clinical impact.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Additional pro code: (B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display blanked out and failed self-test for ECG function. Complainant did not indicate that there was any patient involvement in the reported malfunction.